Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient only received 2-4 boxes when attempting to recharge for the first time following the operation. They attempted to use a spacer and antenna locator, but the issue did not resolve. The rep reported that the battery was at 75%; the plan was to let the wound heal and attempt recharging again when the battery was at 25%. The patient would call if she continued to only get 4 boxes. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.